Event description:
It was reported that during a ptca/stent procedure of the lad, the balloon ruptured and then separated upon removal. There were two stents deployed during this procedure, reportedly one partially inside the other in order to avoid the left main artery. Initially the balloon had been used for predilatation, two times. Upon post dilatation the balloon was inflated to 15 atms, but then became entrapped at the lesion site. The balloon was inflated again but ruptured at an unk pressure. Force was applied in an attempt to release the device which resulted in the balloon separation. No attempts were made to retrieve the fragment in the cardiac catheterization laboratory. The patient went to surgery for removal of the fragment and a bypass procedure. Only the distal portion was returned for analysis.